Event description:
It was reported that the implant at tooth site # 46 was removed due to periimplantitis. Severe bone loss and peri-implantitis around # 46 implant. Symptoms as a result of the event: inflammation, discharge, bone loss.

Manufacturer narrative:
Zimvie complaint (B)(4). . G4: additional 510(k) numbers are k011028 and k013227.

Manufacturer narrative:
This report is being submitted to report additional information. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. As documented in the summary investigations, contributing factors for the reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigations, no malfunction occurred upon investigation. The reported events remain non-verifiable as they are a medical condition. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for infection, bone loss, and/or peri-implantitis problems reported in association with implant failure have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required.

Event description:
No additional or corrected information to report.